Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent tvh, anterior & posterior repair and posterior vaginal sacrospinous colpopexy due to sui, cystocele, uterovaginal prolapse and rectocele. It was reported that the patient underwent gynecological procedure on (B)(6) 2007 mesh was implanted concurrently with repliform implant. It was reported that the patient underwent anterior colporrhaphy using repliform mesh and bilateral vaginal sacrospinous colpopexy on (B)(6) 2011. It was reported that following insertion the patient experienced urinary problems, recurrence and vaginal scarring. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2007 repliform sling was implanted; and on (B)(6) 2011, mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.